Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump has a crack at the back of the insulin pump in the battery compartment; and alarm critical pump error/open book. Device passed the full functional test including the displacement test, rewind test, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted. No unexpected critical pump error noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total citation. The history was download successfully using thus software. The crest software downloads successfully comlink3, detail trace and long trace files. Trace history file did not confirmed time stamp of (B)(6) 2021 or any responsible alarm cause of critical pump error alarm. No moisture damage noted on electronics assembly, motor, vibrator motor and battery tube assembly. In summary, customer allegation of critical pump error alarm was not confirmed. Trace history file did not confirmed time stamp of (B)(6) 2021 or any responsible alarm cause of critical pump error alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Insulin pump had crack at back in the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.